Event description:
Customer reported rh discrepancy on the galileo, when testing a donor segment using the fwd_abo assay.

Manufacturer narrative:
Image analysis in the retrieved image was not competed because reaction strength information and well position of the sample could not be obtained, only the report and grade information faxed by the customer. Definite rh typing was not communicated since the customer could not provide additional requested information for investigation. Additional investigation could not be performed due to lack of information from the customer. The instrument is operating as expected.